Event description:
It was reported that there was a hair in the sealed packaging of the device. The issue was noticed in inventory. The device did not come in contact with a patient. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Inspection of the returned device confirmed the packaging was sealed and a foreign material was present. By fourier transform infrared (ftir) spectroscopy, the contaminant present in the packaging is consistent with a reference spectrum available for human hair (proteinaceous amide). The most likely root cause is a processing error prior to distribution from sss. Action is being taken to assess the issue. The reported event with continue to be monitored through post-market surveillance.